Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. Johnson & johnson medtech conducted a general inspection through visual inspection. Visual analysis of the returned carto vizigo sheath revealed no damage or anomalies, but the dilator was received without a base. According to the picture received, an investigation was performed in order to find the potential cause and the results were: the issue was related to manufacturing and was a isolated case. The deformation of the dilator hub was due to a short shot during manufacturing, so the cause was considered human-assigned; however, preventative awareness training was provided to the associate involved. A device history review was performed for the finished device number lot 60000458 and no internal action related to the complaint was found during the review. The dilator damaged reported by the customer was confirmed according to the picture received. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and post procedure the bwi product analysis lab identified that the dilator was received without a base. During the procedure, the medical team identified that the dilator was deformed. This was noted during setup. After replacing the vizigo short with another new one, the procedure was continued and completed. No patient consequences were reported.